Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed a lead failure. On x- ray it was observed that the distal portion of the (rv) lead was separated at the clavicle. This section was at the superior vena cava and the right ventricle. The proximal section of the lead was in the subclavian vein and at tha pocket. It was checked and there was no sensing and no capture at max output either in bipolar or unipolar. The proximal portion of the lead was removed and the distal portion abandoned. A new tachy lead was implanted at the same surgical intervention. The left ventricular lead showed good capture. The device was upgraded from a cardiac resynchronization therapy pacemaker to a cardiac resynchronization therapy defibrillator. The patient has history of previous leads being crushed by the clavicle. No additional adverse patient effects were reported.